Event description:
It was reported in a hospital implant registration form that the patient's right atrial (ra) lead was dislodged. The patient was asymptomatic. The ra lead was explanted. The patient was stable throughout the procedure.